Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Event description:
The customer reported via phone call that they had blank display on insulin pump. The customer's blood glucose was 84 mg/dl. The customer's current blood glucose was 300 mg/dl. The customer also reported that the insulin pump exposed to fluid. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.